Event description:
It was reported that the graft was not catching/keeps spinning. No harm reported and no delay. Alternative device was used. Follow up received indicated that the graft was able to be used by the surgeon. The event occurred during surgery. An additional unplanned skin graft was not required, nor was medical intervention/ additional surgical procedure. The surgical technique was utilized. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the graft was not catching/keeps spinning. No harm to patient/operator reported and no delay in surgical procedure. An alternative device was used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information on june 4, 2018, it was reported that the graft was not catching/keeps spinning. The customer returned a meshgraft ii device, serial number (B)(4) , for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports. Product review of the meshgraft ii on august 30, 2018 revealed that the base was worn and dinged. The handle was worn and bent. The carrier guide was worn. The stenciling on the device was the old style and was very light. The roller was galled at the ratchet end. The cutter was heavily damaged. The calibration was out of specifications and the sample mesh failed. Repair of the meshgraft ii has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the cutter was heavily damaged. The calibration was out of specifications and the sample mesh failed. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the cutter was heavily damaged. The calibration was out of specifications and the sample mesh failed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.